Manufacturer narrative:
Device evaluation: the balloon was found broken radially. The guide wire tube was broken on proximal balloon welding. The guide wire tube was stretched over a portion of the 0.035" guide-wire used. The marker bands were still fixed on the guide wire tube. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a reef hp pta balloon catheter to treat a short saphenous vein that exhibited severe calcification. There was severe calcification on the cephalic vein. The device was inspected and prepped prior to use with no issues noted. During inflation at 22atm a longitudinal balloon burst occurred. Difficulty was encountered during removal and a snare was required. The device was successfully removed from the patient. No further clinical sequelae reported. No further treatment attempted.